Event description:
Complainant alleged that while attempting to treat a patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.